Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. During functional testing, the reported failed upstream occlusion and downstream occlusion testing (at 22.6 2 and 22.4 pounds per square inch) were not reproduced. Evaluation inspected the device via the upstream occlusion test and found the device to have passing results. Evaluation inspected the device via the downstream occlusion test and found the device to have passing results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported failed upstream occlusion testing was not verified. The reported failed downstream occlusion test was verified. The cause of the condition failed downstream occlusion test was determined to be the downstream sensor out of specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an failed upstream occlusion test and failed downstream occlusion test at 22.6 and 22.4psi (pounds per square inch) using a baxter infusion set. There was no patient involvement. No additional information is available.